Manufacturer narrative:
Seventy eight unopened knife samples were received by manufacturing for the report of dull blades. The samples were visually inspected per facility procedure. Eleven samples were found to be visually conforming while sixty six samples were found to be nonconforming with dull cutting edges at the tips. One sample was found to be nonconforming with a dull cutting edge at the tip with damaged cutting edges. Penetration testing was performed on all seventy eight samples per facility procedure which revealed fifty seven samples to be conforming and twenty one samples to be nonconforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the provided lot number for the reported complaint issue. The complaint evaluation does confirm the report of dull blades. The root cause of the dull cutting edges at the tips found in this investigation is attributed to over polishing during the manufacturing process. A manufacturing root cause investigation was initiated to investigate the dull tips that were returned in unopened packages for this complaint. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An inventory coordinator reported that two knife blades were dull during separate surgeries. There was no impact to either patient. Additional information has been requested.